Manufacturer narrative:
UDI = (B)(4). A revision procedure was being scheduled for a later date. Records indicate this electrode remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this electrode received two shocks. Review of the episodes revealed the shocks to be inappropriately delivered due to small signal amplitudes leading to overcounting. During interrogation in clinic the patient received an additional inappropriate shock. An x-ray was performed and it was noted the electrode had migrated from it's original position. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the electrode was successfully repositioned. No additional adverse patient effects were reported.